Event description:
It was reported by the customer that bd pyxis¿ medbank tower drawer was jammed. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system drawer was jammed. The technical support specialist remoted in and tested, and drawer opened but was jammed on packagin. User cleared the jam and then was able to issue the morphine she needed. They also needed to cycle count or return the lorazepam, but do not have that option. So, used pyxidiag to get the carousel for the lorazepam key bin 03 11 so she could issue the lorazepam. The system functioned as intended after the technical support specialist troubleshot the device.